Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Upon investigation a new failure mode of insulation breach was discovered. Please see block g-4 for the updated awareness date. The product was returned and the failure mode was confirmed. During inspection of the 5mm, 33cm peek monopolar handle 33cm, dings and scratches were noticed throughout the shaft of the device. Also noticed, was a large crack at the distal end of the device. The 5mm, 33cm peek monopolar handle 33cm failed the insulation integrity test. The probable root cause/s could be user mishandling, user excessive force or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.